Event description:
Customer reported via phone call to have high blood glucose of 300 mg/dl and 400 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that time and date were incorrect. Customer believed that infusion set may have contributed to high blood glucose. Customer would change infusion set and call back if high blood glucose remains.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.